Event description:
It was reported that tip detachment occurred. A .038 j accustick was selected for use. During the procedure, the provider accessed the biliary tree and during manipulation of the wire, it was discovered that the wire had kinked previously, and then the distal tip sheared off during continued manipulation. The tip remained in the biliary system. There were no patient complications as a result of this event.